Event description:
The pt is a 50 year-old white female who originally underwent bilateral breast augmentation in 4/87 using co 220cc gel filled implant. Immediately after surgery, the pt developed contracture bilaterally and pain especially on the left side. Pt underwent three closed capsulotomies, then pt sustained a fall on the right side of the body in 10/88 and after that fall, she developed left-seded shoulder, neck, and head pain. Pt was diagnosed as fibromyalgia in 2/93, and due to the persistent pain in the breast and chest wall she underwent implant removal in 10/92 due to systemic problems possibly related to implants. No capsulectomy, apparently, was done at that time since itching persisted in both breasts after the implant removal. Pt continued to have terrible headaches despite the implant removal and tenderness and fatigue. Xeromammogram shows evidence of capsules in the submammary space of the chest wall. Ultrasound also demonstrated the presence of capsules under the breast.